Manufacturer narrative:
Investigation into this event determined that the instrument was performing as expected, and there was no conclusive evidence that the reagent itself caused the event. A small correlation study showed acceptable correlation between the two sample types. The root cause of the event is unknown, however, sample processing could not be ruled out as a contributing factor.

Event description:
A customer observed discrepant tsh results between a serum and plasma samples tested on the eci analyzer. The biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.